Manufacturer narrative:
The purpose of this follow-up report #1 is to provide additional information regarding device evaluation findings after the initial report was filed. The device evaluation was conducted by hoya qa (B)(4). Device evaluation details: upon evaluation, only the lens was received from the customer. The lens was ejected out from the injector. One of the haptics was broken at root of the optic/haptic junction. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230.

Event description:
The trailing haptic broke off as lens was being implanted. Surgery technician stated that the surgeon needed to enlarge the incision in order to remove the iol. No injury to the patient during or after explant.

Manufacturer narrative:
This issue is considered MDR reportable as the trailing haptic broke off as lens was being implanted. Surgery technician stated that the surgeon needed to enlarge the incision for removal of the iol. No injury to the patient during or after explant was reported. (Serial no.: (B)(4). Regarding the report, customer has indicated that they intend to return the product. Return is pending. Once received, a product investigation will be conducted. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
The trailing haptic broke off as lens was being implanted. Surgery technician stated that the surgeon needed to enlarge the incision in order to remove the iol. No injury to the patient during or after explant.